Manufacturer narrative:
The complaint notification associated with this device described that two bolts in the upper part of the knee joint coming loose. The user did not fall, no serious injuries were sustained as a result of the failure and no medical treatment was required. Although requested three times the device arrived at otto bock us not before (B)(6) 2017. The evaluation of this specific device was conducted at our us service center on (B)(6) 2017. After evaluation we can confirm that two bolts in the upper section of the knee joint were loose. The loose screw in the posterior linkage caused damage to the upper frame. An exact reason for the loosening could not be determined. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that two screws on the side of the knee keep coming loose. The did not fall, no serious injury occurred due to this failure.